Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 595 mg/l. The customer was vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted. It was stated that the cannula was bent when the infusion set was removed. Nothing further was reported.